Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: there was a white piece of plastic that fell off inside the trocar after the bag was deployed. The team noticed it right away and was able removed it. The physician said, "I think the piece was supposed to stay at distal end but this one did not. This is a potential safety issue if it¿s not recognized before wound closure." Additional information obtained from [name] via phone call on (B)(6) 2024: no intervention taken. The white retention collar was stuck in a trocar. Once they reintroduced a camera to look, the physician noticed a piece of cd005 in the trocar. It was removed from the trocar and nothing fell into the patient. All components were retrieved. No patient injury occurred. The procedure was a laparoscopic cholecystectomy. The bag functioned as normal. Intervention: it was removed from the trocar and nothing fell into the patient. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of component separation, as the bead stop subassembly was returned separately. Based on the condition of the returned unit and the description of the event, it is likely that the reduced size of the trocar, which is incompatible with the device per the instructions for use (IFU), contributed to the separation of the bead stop subassembly from the introducer. The trocar seal size was reduced to 10mm due to the use of a reducer within the trocar. However, the IFU states that the minimum port size required is 11mm. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: complaint 1 of 2: (B)(4) - MFR# 2027111 2024 00943. Complaint 2 of 2: (B)(4) - MFR# 2027111 2024 00966. There was a white piece of plastic that fell off inside the trocar after the bag was deployed. The team noticed it right away and was able removed it. The physician said, "I think the piece was supposed to stay at distal end but this one did not. This is a potential safety issue if it¿s not recognized before wound closure." Additional information obtained from [name] via phone call on 14nov2024: no intervention taken. The white retention collar was stuck in a trocar. Once they reintroduced a camera to look, the physician noticed a piece of cd005 in the trocar. It was removed from the trocar and nothing fell into the patient. All components were retrieved. No patient injury occurred. The procedure was a laparoscopic cholecystectomy. The bag functioned as normal. Intervention: it was removed from the trocar and nothing fell into the patient. Patient status: no patient injury occurred.